Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that golvo 9000 lowbase had one caster come off. This was found before use. There were no patient involvement and no injury or any impact on the patient or user resulting from this.

Manufacturer narrative:
The baxter technician found the o-ring needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The technician replaced the o-ring and mounting the front wheel on the base to resolve the reported event. Based on this information, no further action is required.